Event description:
Surgeon attempted to apply mild pressure on the syringe to inject medication. He stated "this is the 2nd time it has happened. I almost stuck myself with the pieces that shattered."

Event description:
Additional info received from MFR on 2/7/2000: this incident was probably the result of a machine jam which damaged the plunger rod, subsequently causing breakage during use. Finished product audits confirm that this is a very infrequent defect. The manufacturing facility will be advised of this report. Information like this allows MFR to provide valuable feedback to manufacturing as well as to monitor their processes.